Event description:
Allegedly revised due to dislocation, instability, and constant squeaking of the implant.

Manufacturer narrative:
Investigation is not complete. This is the same event as 3010536692-2014-01260, -01261. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.